Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: mrh tib rot comp xs-xl; cat#64812100; lot#178434a. Mrh axle; cat#64812120; lot#ctd62969. Mrh hdp assembly pack; cat#64812150; lot#lkn529. Mrhk bumper insert 3 degrees; cat#64812133 ; lot#lkm743. Mrh tibial b/plt keel sml 2; cat#64813111; lot#na99l. Kmax stem extndr(s,m,l,xl) 40mm; cat#64768250; lot#lcm1270. Triathlon sym cone aug sz c; cat#5549-a-130; lot#ppm01. Small howmedica bone plug 1pk; cat#6215-5-001; lot#cppwd12bf. Mrs fem stem w/0 body 15x127mm; cat#64853115; lot#238782c. Gmrs dist fem comp std r 65mm; cat#64952040; lot#h9s3t. Med howmedica bone plug 1pk; cat#6215-5-011; lot#cppwe04bh. Simplex p with tobramycin 1 pack; cat#6197-9-001; lot#mcc021. Simplex p with tobramycin 1 pack 2 of 3; cat#6197-9-001; lot#mcc021. Simplex p with tobramycin 1 pack 3 of 3; cat#6197-9-001; lot#mcc021. Simplex p with tobramycin 1 pack; cat#6197-9-001; lot#mcc028. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported the patient's (B)(6) was revised. Surgeon reported the patient had pulled out his drains post-operatively, which led to the development of a (B)(6). The insert, rotating component, axle, bushings/ sleeve/ bumper, and bumper insert were revised.